Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Since the event occurred eleven years post-implant, it is unlikely that the issue is related to manufacturing. Immobile leaflets due to calcification can lead to stenosis/obstruction. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately eleven years and four months following the implant of this transcatheter pulmonary bioprosthetic valve, a subvalvular obstruction resulting in high gradients was treated with stenting and a second transcatheter pulmonary valve was implanted. No additional adverse patient effects were reported.